Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was investigated and the 5s parameters showed signal not reliable out of specification. Clinical details mention shockwave was used. There was dried dextrose on the sensor. The pump was run and the placement signal not reliable alarm reproduced. The data logs confirm placement signal not reliable alarm and show 5s parameter pattern that aligns with a damaged sensor. The root cause of the optical signal issue was determined to be due to a damaged sensor. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, the placement signal to the pump was lost during shockwave therapy. Despite this, the pump remained operational throughout the procedure until weaning and explantation. No patient harm was reported.